Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will sent to the FDA.

Event description:
It has been reported to philips that the cover of the c-arm came loose. The cover was retained by a safety chain, which prevented the cover from falling off. The system was in clinical use but no harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. Philips inspected the system on site and confirmed that due to a collision between the l-arm cover and the radiation shield, the cover came loose. The cover was re-attached and the system was returned to use in good working order. Philips has opened an investigation as a follow up for the noted complaint. Consequently, philips has closed this complaint. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.